Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Event problem and evaluation codes: results code(s): (operational problem): visual inspection of the returned product found the lens was torn into two pieces. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon was inserting the cc4204a collamer single piece lens +24.5 diopter and the lens was noted to be damaged. The cause of the lens damage was due to technician error. There was patient contact with the lens, and no patient injury. The back up lens was used with out incident.